Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant apporoximately five (5) months after placement due to peri-implantitis.

Event description:
On (B)(6) 2011, a doctor reported that a patient lost a sybronpro tl implant approximately five (5) months after placement due to peri-implantitis.

Manufacturer narrative:
On (B)(6) 2011, a doctor reported that a patient lost a sybron pro tl due to peri-implantitis.